Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that intermittent undersensing due to varying r-wave amplitudes were observed. Programming changes are planned. The patient condition was good after the event.